Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 65 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.